Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1qq ICD, implanted: (B)(6) 2015; 6935m62 lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with complaint of left shoulder twitching/nerve stimulation. An x-ray revealed that the left ventricular lead had dislodged and the lead was coiled up around the device. The lead was programmed off and subsequently explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found.